Manufacturer narrative:
In response to FDA report number: mw5100599. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late; diagnosis of bia-alcl confirmed after explant. Physician contact information: (B)(6).

Event description:
Patient reported via regulatory agency right side "started to have an unpleasant feeling in breast, liquid in right side" and "capsule around implant getting harder and more painful", "implant removed in 2020, "and "diagnosed with bia alcl." Healthcare professional reported "in (B)(6) 2020 there was a sudden enlargement of the right breast due to fluid accumulation around the implant. Several punctures of the fluid and its histopathological examination led to the suspicion of lymphoma. On this basis, the decision to surgery was made. During the operation a thick fibrous capsule was found around the implant of the right breast. Capsule was excised completely and sent for histopathological and immunohistochemical examination. The immunohistochemical examination confirmed the diagnosis of breast implant associated anaplastic large cell lymphoma (bia-alcl). The patient remains under the care of a specialist hematologist. Histopathological markers cd30 and alk 1- have been received. Device was explanted.